Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros troponin I es (tropi es) result was obtained from a single patient sample on a vitros xt7600 system. The most likely assignable cause could not be determined. An instrument related performance issue cannot be ruled out as multiple microimmunoassay metering errors were generated within the timeframe of the event. However, in each case where the errors occurred, no vitros tropi es result was generated. Therefore, an instrument performance issue cannot be ruled out or confirmed as contributing to the event. An ortho field engineer replaced the microimmunoassay metering pump and performed all necessary adjustments. Acceptable vitros tropi es performance was obtained once the service actions were completed. In addition, based on historical quality control results, there is no indication of a performance issue with vitros tropi es lot 5960, however, the troponin I concentration of the quality control fluids does not adequately verify performance of the assay at troponin I levels url of 0.034 ng/ml. Therefore, a vitros tropi es reagent issue cannot be ruled out as contributing to the event. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic performance issue with vitros tropi es reagent lot 5960. Finally, pre-analytical sample processing could not be ruled out as a contributing factor. It is unknown if the customer was adhering to the sample collection device manufacturer recommendations for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a non-reproducible, higher than expected vitros troponin I es (tropi es) result was obtained from a single patient sample on a vitros xt7600 system. Patient 1 sample 1 result of 0.56 ng/ml vs. The expected result of 0.012 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected vitros tropi es patient sample result was reported outside of the laboratory, however, a corrected report was issued and there was no reported allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).